Event description:
This ra lead was implanted on (B)(6) 2008, and remains implanted at this time. A call was placed to technical services on 3/6/2017, in which it was reported noise on ra channel. The physician was dr. (B)(6), at (B)(6) medical center . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).